Event description:
It was reported that the customer received a power source alert, resulting in the pump shutting down. There was no adverse impact to customer¿s blood glucose level. The customer resolved the issue by using the original tandem wall adapter and charging cable.